Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; overlay/bezel assembly found out of electrical specification. (B)(4).

Event description:
It was reported the stylus was way off. Instructions were followed from calibration disk, but once done calibrating there was a mismatch between where the pen touched and where the programmer screen responded. Powering off and on was tried, redoing calibration was tried, and hibernation was tried. Two stylus pens were installed with multiple attempts to calibrate. Eventually the screen would not respond at all during the calibration. The programmer was returned for repair. There was no patient involvement indicated.